Event description:
On 10/6/2022, it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb sutures snapped when tensioning. However, a tail long of the suture did not break and it was enough to keep tensioning. The fixation was not compromised by the sutures breaking; therefore, surgeon was able to complete the case successfully. This was discovered during a pcl graftlink reconstruction procedure on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.